Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: (B)(6).

Event description:
It was reported the patient experienced speech and mobility difficulties, cognitive impairment and issues with incontinence following a revision procedure (reported in MFR# 3006630150-2022-06394) to replace the deep brain stimulation (dbs) leads. The patient underwent additional care with a neurologist, speech therapist, and physical therapist.